Event description:
A healthcare professional reported that nm-f4211 lot#9001033 implant lacked primary stability on tooth #7. The implant was removed during implant placement with no report of observable clinical symptoms. The device was forwarded to the manufacturer. No other medical issues were reported.